Manufacturer narrative:
The insulin pump was monitored for three days and no unexpected high pitched noise, alarm, or frozen display was noted. All of the buttons functioned properly and no damage to the keypad assembly or unlocked keypad connector was noted during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a high pitch constant tone on their insulin pump after changing out their battery. The customer also reported their buttons were unresponsive. Customer stated a low battery alert occurred prior to the constant tone occurring. It was found the constant tone did not disappear after inserting a new battery. After removing the battery for two hours from their insulin pump, the customer reported there was a version 3d message appearing on their insulin pump. The customer also stated the buttons were still unresponsive after replacing the battery. Customer's blood glucose was unknown. The customer was advised to revert to a back-up plan while their insulin pump was being replaced. No additional information provided.